Manufacturer narrative:
The device was not returned for analysis as the mitraclip remains in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints. All information was investigated and the reported single leaflet device attachment (slda) was related to patient morphology/pathology and due to friable leaflets/leaflet quality. The reported tissue damage resulted in the cascading effect of hypertension and was likely due to the slda and thus related to procedural circumstances. The reported patient effects of mitral valve injury (tissue damage) and hypertension as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment and leaflet tear. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). Two mitraclips were implanted reducing mr grade to trace. As the patient was being awakened, the systolic blood pressure increased by 30 points. No treatment was given for the blood pressure which stabilized on its own. The second implanted clip was no longer attached to the posterior leaflet and a leaflet tear was suspected due to the reduction of leaflet length. Mr was grade 2. In the physician's opinion the single leaflet device attachment was due to friable leaflets and the quality of the leaflet tissue. The following day, mr remained grade 2. The patient felt well and was discharged home with a follow up echo scheduled in one month. No additional information was provided.